Manufacturer narrative:
The device was returned in one piece for analysis. Interrogation of the device was normal with no anomalies found.

Event description:
It was reported, that the patient presented in clinic with pocket erosion. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.